Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Event description: translation during insertion of a rolled compress into the 12 mm trocar, the rubber gasket came off the trocar and fell into the patient's thorax, which was extracted with forceps. Type of intervention: the rubber gasket was extracted with forceps. Patient status: no patient injury has been reported.

Event description:
Procedure performed: unknown. Event description: [translation] during insertion of a rolled compress into the 12 mm trocar, the rubber gasket came off the trocar and fell into the patient's thorax, which was extracted with forceps. Additional information received from applied medical representative via email 13dec22: no patient injury occurred. Patient is okay. Event occurred on 18nov2022. The piece that fell out was black. It doesn't look whole, it's the septum. Internal seal components were removed or cut in order to inspect the damaged component. Type of intervention: the rubber gasket was extracted with forceps. Patient status: patient is okay.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a black fragment. Visual inspection of the event unit confirmed the complainant¿s experience of seal component separation. The black fragment matched the missing portion of the septum, an internal rubber component of the seal. Based on the condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿ this event was initially reported based on the description of the event received during complaint intake. However, based on the evaluation of the event unit and additional information, applied medical determined that this event is not reportable as it is unlikely to cause or contribute to death or serious injury as the fragment is unlikely to harm the patient. Correction: updated device code to 4008.